Manufacturer narrative:
The insulin pump had intermittent button response due to flattened dome switch on esc button.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.